Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the patient¿s significant calcification in the ascending aorta and bulky calcification on the native leaflets likely contributed to the balloon burst. The withdrawal difficulty was due to the burst balloon material interfering with retraction of the device in to the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position, the delivery system balloon ruptured. Bav was not performed and nominal inflation volume was used to deploy the valve. The balloon ruptured at the end of valve deployment and the valve was positioned well with no paravalvular leak. The fractured balloon could not be retracted into the sheath for removal from the body, therefore, the sheath and delivery system were removed together. During removal, the perclose suture was caught and pulled out of the vessel. An 18fr sheath and coda balloon were inserted and the vessel was repaired via cut down. Two units of blood were administered. The patient¿s native annulus measured 613mm2. The ascending aorta had significant calcification and the native leaflets had bulky calcification. The patient¿s access vessel minimum luminal diameter measured 8 to 11.3mm. The left femoral artery was accessed.

Manufacturer narrative:
The commander delivery system and esheath were returned to edwards lifesciences for evaluation. During visual inspection of the delivery system it was observed the balloon spring was stretched out and the inflation balloon was burst radially, there was minor damage on sheath distal tip, and there were gouges on flex tip face. There was a kink on the balloon shaft, but it was considered likely due to packaging. During visual inspection of the esheath it was observed the esheath was expanded as designed, there was minor distal tip damage, a liner tear along the entire length of sheath shaft. There was no liner delamination. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). Dimensional inspection of the balloon single wall thickness was performed and found to meet specification. Based on the visual inspection of the returned devices, the complaint was confirmed for ¿balloon burst¿ and ¿delivery system ¿ withdrawal difficulty - through sheath¿. The additional information does not change the results of the investigation.